Event description:
It was reported that a motor rate error event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed top of case cracked at front right corner and along back edge. Bottom case cracked at l-bracket mounting surface. Right plunger case cracked at top surface. Plunger head missing plunger case seal. Motor rate error was found during occlusion test. The root cause of the reported issue normal wear, device was over ten years old. Motor operates intermittently as a result of normal wear. Actions taken to mitigate the reported issue: replaced stepper motor due to intermittent operation. Replaced old normally worn worm coupling, worm gear, motor mount, lead screw, and clutch halves for preventative purposes. Calibrated device and performed all functional tests which passed. UDI information is unknown.